Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was put in the MRI mode and the patient was unable to connect to ipg. Troubleshooting was attempted to disable the MRI mode and connect the ipg but to no avail. Also, reportedly the clinical programmer paired with the ipg was stolen. Surgical intervention may be pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with deleting the bluetooth pairing bond with MRI mode activated. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.

Event description:
Additional information received identified that surgical intervention was undertaken on 19 nov 2018, wherein the ipg was explanted and replaced. Reportedly, therapy was restored post-operatively.